Event description:
The patient was admitted to the hospital with unusual symptoms after the pump refill. The patient had an altered mental status and overdose symptoms. The pump was reprogrammed; a 20% reduction in medication was made. The patient status was reported as ¿alive-no injury¿. The device system was delivering hydromorphone, clonidine, and marcaine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8703w, lot # unknown, implanted: (B)(6) 1997. (B)(4).